Event description:
Pt called alleging that the test strips were not changing color on the confirmation window. Pt did not seek medical attention or call md for advice. No info on whether the test strips were expired or how pt stores the test strips. Customer service is sending pt a new meter and new test strips.